Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose device after an angioplasty and stenting interventional procedure using a 6f sheath. Reportedly, there was difficulty advancing the thumb advancer and could not complete the sheath split. Therefore, the device was removed, and manual arterial compression was applied to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to the resistance with the thumb advancer include, but are not limited to, inadequate nick and spread, device angle change prior to thumb advancer stroke completion or vessel locator not placed against the surface of the vessel. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.